Event description:
Per independent repair center statement the unit was alarming. The key failure was the pe valve was alarming. Additional malfunctions include the sieve beds were saturated, and the 1/4 tubing was contaminated.